Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 429 mg/dl. The customer had treated their blood glucose with an injection of novolog. Customer's mother also reported a reservoir leak. The mother stated the reservoir compartment was wet from the leak. It was also found the leak was located under the reservoir. The customer's reservoir has been disposed. The mother also declined to troubleshoot for the customer's high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.